Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This device is part of the battery performance alert advisory and awaiting explant. The device therapy was turned off per hospice order. The patient is stable.